Event description:
It was reported that a review of documentation revealed that oversensing by the right ventricular lead had resulted in noise reversion. The patient was asymptomatic and the lead remained implanted.

Manufacturer narrative:
Initial reporter: user facility.